Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler and the patient coding with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the death and the use of the liberty cycler. Additionally, there are no allegations of a device malfunction or deficiency reported for this event. The pdrn stated the patients cause of death was due to non-dialysis related comorbid conditions for which the patient was hospitalized. Further details were not provided; however, it was initially reported that the patient had an uncontrolled rectal bleed. Patients with chronic kidney disease are at increased risk for gastrointestinal hemorrhage mostly due to underlying platelet dysfunction secondary to their uremic state. The long-term survival rate in pd patients is poor with only 11% surviving past 10 years. Based on the available information and no allegation of a device malfunction or deficiency, the liberty cycler can be excluded as the cause of the patients death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient coded and then expired while connected to the cycler during pd treatment. The patient had an uncontrollable rectal bleed prior to going in to the clinic. The patient contact is requesting a replacement due to the patient passing away on the cycler. The registered nurse (rn) advised according to paperwork the death doesn't appear to be dialysis related. Upon follow up, the patients peritoneal dialysis registered nurse (pdrn) stated the patient was in the hospital (diagnosis not provided) and expired during pd treatment on the liberty cycler. The pdrn stated the death was unrelated to the use of the liberty cycler, pd therapy, or any other fresenius product(s). The pdrn reported that the patient had other non-dialysis comorbid conditions (unspecified) that were the cause of the patients death. The patient was continuing pd treatments during hospitalization and just happened to be connected to the cycler at the time of death. It was not reported if there were any resuscitative efforts administered. The patient was not expected to survive the hospitalization. There were no reported cycler issues prior to the death. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates found within the cassette compartment. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The as received simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test, valve actuation test, go/no go gauge check, load cell verification, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.